Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised due to dislocation of femoral head a month after initial right hip procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: trabecular revision shell item # 00700005620 lot # 63909925. Provisional long flange item # 00713505648 lot # 162874607. Provisional short flange item # 00713305648 lot # 2896476. Acetabular revision system item # 00712505648 lot # 2896787. Bone screw self-tapping item # 00662406535 lot # 64080523. Bone screw self-tapping item # 00662406540 lot # 63596950. Bone screw self-tapping item # 00662406525 lot # 64088044. Bone screw self-tapping item # 00662406530 lot # 64088045. The reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Operative notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.